Event description:
Procedure type: cholecystectomy. According to the reporter: laparoscopic procedure. Customer informs that at the beginning of the laparoscopy at the moment of creating the pneumoperitoneum, the trocar balloon could not be inflated, as if it had a pore or crack. No injury for the patient. The case was not extended by more than 30 minutes. In order to solve the problem they used a trocar of a different lot number. Customer does not have data about patient, defective item discarded and no representative sample can be provided. (B)(4).

Manufacturer narrative:
(B)(4).